Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy, the stapler was unable to fire without closing or stapling tissue. The surgeon was able to press the green button but unable to squeeze the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy, the stapler was unable to fire without closing or stapling tissue. The surgeon was able to press the green button but unable to squeeze the handle. New stapler was used to complete the case.